Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs replacement procedure and the explanted devices were kept by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the implantable pulse generator (ipg) was electively replaced.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs replacement procedure and the explanted devices were kept by the facility. No further information has been obtained.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7080804 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 557574 UDI: (B)(4).